Event description:
A year and a half after having silicone gel implants inserted the symptoms started. They progressively gave gotten wore and to the point of just knowing they are the root of the problem. Going in for removal (B)(6) 2016. They were implanted september 2008. These things need to be outlawed. They are toxic and will kill people.